Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on the ventricular sense episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419478 lead implanted on (B)(6) 2005; 694965 lead implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.